Event description:
It was reported that the customer received multiple power source alerts after plugging the pump into a wall outlet. Customer used multiple usb cables and power sources were used. There was no reported adverse impact to the customer. The customer reverted to an alternate method of insulin therapy.